Event description:
It was reported that the pt underwent t5-l3 fusion and posterior fixation was used. After the surgery, it was found on x-ray that "the rod was not cut short enough at cranial side". The pt felt uncomfortable. The revision surgery was performed approx 5 weeks post op to cut the "cranial" side rod shorter.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.